Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va04h0z, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that the device and lead were removed due to a non-specified device failure. The patient's indication(s) for use were unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's healthcare provider reported that the patient began to lose efficacy (B)(6) 2014. The cause of the device issue was unknown. Multiple attempts were made to reprogram the patient's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.